Event description:
Per study adverse event form, vegetation was found on the atrial lead during an tee in 2007. The ICD system was explanted four days later. The pt was referred to infectious disease services. Explanted system: lumax 340 dr-t, MDR 1028232-2008-00674. Setrox s 53, MDR 1028232-2008-00675. Linox sd 65/16, MDR 1028232-2008-00677.